Event description:
It was reported that during the implant, the proximal coil of the right ventricular lead "began to unravel after repositioning." The lead was removed and replaced with a different lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer, analyzed and tested out of specification. The defibrillation conductor was distorted. There was damage at implant and blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.